Manufacturer narrative:
(B)(4). The analysis showed that the ats45 device was received with the articulation mechanism damaged. The device was received with a cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality with test reloads on the three articulated positions; on the right and center it fired, cut and formed the staples as intended. However, on the left side the device malformed some of the staples. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure the surgeon fired the device across the cystic duct and it would not fire. They completed the procedure with a new like device. No other information was available, the device was left in materials with a note. There was no patient consequence reported.